Manufacturer narrative:
(B)(4). The results of this investigation concluded there were two adjacent perforations just below the free edge of cusp 1 on the inflow and outflow surfaces. The cuspal tissue of cusp 1 appeared to be pulled towards the area containing the two perforations. It is unknown how or when this damage occurred; however, the damage appears to be consistent with the cusp being caught by a suture. No tears were identified in the cuspal tissue. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the 23 mm sjm trifecta gt valve was implanted. On (B)(6) 2016, the valve was explanted due to aortic insufficiency due to a torn cusp. A smaller 21 mm sjm trifecta gt valve was implanted. The patient was reported to be recovering.